Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation. The reported event of a bent foot was confirmed. This is known to be caused by excessive side load, which is warned against in the instructions for use. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device reportedly had a bent foot. There was no patient involvement; no patient impact.